Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) underwent a revision procedure shortly after implant due to right atrial (ra) lead and right ventricular (rv) lead being reversed in the header. The leads were switched to the correct ports. This crt-p system remains in service. No additional adverse patient effects were reported.